Manufacturer narrative:
The product investigation was completed. Device evaluation details: the device was returned to johnson & johnson medtech for evaluation. Visual inspection and deflection test of the returned device was performed following johnson & johnson medtech procedures. Visual analysis revealed the brim cap detached due to this component broken, and a kink in the shaft near handle transition. The brim cap had evidence of good manufacturing made. This issue is unrelated to the reported event. During deflection testing, the mechanism failed to meet specifications due to the puller wire being detached from the ferrule. This issue required an external manufacturing evaluation for further investigation. The investigation concludes that the crimp location was not centered causing pulling of the puller wire. Device history record evaluation was performed for the finished device number 60000393 and no internal actions related to the complaint were found during the review. The deflection issue reported by the customer was confirmed, with crimp deficiencies identified during analysis. The root cause of the crimp deficiency was attributed to the manufacturing process. The potential cause of the brim cap detached and broken cannot be determined. This product issue will be addressed through johnson & johnson medtech quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and post procedure the bwi product analysis lab identified that the brim cap was detached to a breakage in it. During the procedure, the doctor heard a snap from the vizigo sheath and the vizigo sheath was not able to move bidirectionally afterwards. When the vizigo sheath was replaced, the issue was resolved. No patient consequences were reported.